Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that their blood glucose was high at 758 mg/dl and that hospitalization was necessary on 2 occasions due to diabetic ketoacidosis. At the time of the call, the customer had blood glucose of 430 mg/dl. The customer initially agreed to troubleshoot, but then declined as she did not have the pump with her at the moment.